Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted with a prostyle device after an unspecified procedure. Reportedly, resistance was noted lowering the lever to close/retract the foot plate. The lever was returned to the original position, but the foot plate did not retract. After multiple attempts to remove the device, the device was pulled out of the anatomy against resistance with the foot plate open causing a foot break and vessel perforation. The device then separated in two pieces. The separated foot and separated device were removed. Three graft stents were placed to treat the perforation and achieve hemostasis causing a significant delay in the procedure or therapy. The foot and bottom portion of the device were discarded and not left in the anatomy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, the device was removed against resistance. Per the instructions for use, do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to the inability to retract the foot and difficulty to remove include, but not limited to tissue or suture caught in foot. Device manipulation with the foot deployed likely caused the foot separation. The patient effect and treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. H6 - medical device problem device code 2017 clarifier- against resistance corrections: e4 - initial report sent to FDA: updated from "no" to "yes" h6 - medical device problem code: code 1212 was removed and code 1528 was added. Attachment medwatch report #mw5156359.